Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and verified the alleged condition. The breath delivery unit (bdu) printed circuit board (pcb) was replaced and the software was upgraded to the latest revision. The ventilator passed all tests.

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. The event occurred during patient set up. The patient was transferred to another ventilator with no harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.